Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No parts were replaced. Provided ventilator logs were reviewed. Chosen ventilation mode was non invasive ventilation (niv). In niv mode, the ventilator system adapts to variations in leakage to maintain the required pressure and peep level. The niv disconnection functionality was according to the log set to low flow. During excessive leakage when the ventilator system no longer can compensate, there will be a disconnect flow of 7.5 l/min. Excessive leakage will the result in high priority alarm, such as leakage too high and peep low, which can be found in the logs. The user can instead set niv disconnection functionality to disabled. The ventilator system will then continue to deliver assist even when leakage is excessive. The technical log does not contain any technical error codes to indicate any ventilator malfunction. The root cause of the reported event has not been determined but an excessive leakage occurred which the ventilator alarmed for. There is no ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during a certain ventilation mode, the ventilator had leakage compensation issues. It was also reported that ventilator acted as if it wanted to stop ventilating. There was no patient harm. Manufacturer ref.#: (B)(4).